Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: it was reported that the patient's left hip was revised due to the ceramic head shattering in situ (no trauma or unusual activity was reported to the rep). Intra-operatively, trunnion damage was noted. The stem, head and liner were revised. Rep confirmed there were no allegations against the revised liner, and that no further information will be released by the hospital and surgeon.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding crack/fracture of an ceramic head involving a accolade stem was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. Intra-operatively, trunnion damage was noted. It was reported that the patient was revised due to fracture of the ceramic head. The device was not returned for inspection; however, photographs were provided for review. The photographs show a recently accolade stem. There is no visible wear and the observed damage on the trunnion is most likely due to fracture of the ceramic head. A full investigation is completed on the ceramic head within the same pi. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.